Manufacturer narrative:
(B)(4). Batch # p58w5j. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Event: the device could not be fired. The jaws did not open after the firing. The jaws opened somehow. But the jaws did not open again when the jaws were closed outside the patient.

Event description:
It was reported by the sales rep that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2018. Batch # p58w5j. The analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.